Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump battery died without a low battery warning on two occasions. The blood glucose reading was 212 mg/dl. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unexpected replace battery alert and replace battery now alarm noted while monitoring. The power management graph indicated connector resistance issue at the j6. The connector for j6 on the printed circuit board assembly was properly connected during our visual inspection. The j6 connector was disconnected and reconnected then monitored for two days functioning properly during our testing as shown in the power management graph. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked case on the battery tube area, faded serial number label, peeling end cap address label, cracked battery tube threads and scratches on the display window cover.